Manufacturer narrative:
Device was received with a scratched case and a cracked keypad overlay. The test reservoir does lock properly inside the reservoir tube. However, the insulin pump was also received with a blank display, problem isolated to the electronic assembly. Unable to verify flashing screen with red light blinking, missing segments/partial display and perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to the blank display.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a flashing screen with red light blinking at the side of it. Troubleshooting was mentioned. Customer did not report insulin pump screen flashing when screen was turned on after being in sleep mode. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.